Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artifacts in the ff and rv channels, which led to the detection of vf episodes. Shocks were delivered. These observations suggest the presence of potential insulation damage on the lead. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, this investigation will be updated.

Event description:
This lead was capped and replaced because the patient presented to the ER with shocks. An interrogation showed lead failure, noise on iegm and high voltage thresholds. There were no adverse patient events reported. Should additional information be received, this file will be updated.